Event description:
Two minutes into dialysis treatment pt experienced facial and scalp flushing and headache. The pt was being treated with a reprocessed from another ca-210 dialyzer. Treatent was discontinued and benadryl was administered. The symptoms abated and treatment was completed using a drypack dialyzer with no further problems.